Event description:
It was reported that the customer was taking a bolus and the number kept going higher up to 200 and 300. Customer then got a button error. Customer's blood glucose level was 141 mg/dl. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. A button error alarm was noted during testing. There was no unexpected numbers ramping scrolling on their own noted. The insulin pump was received with a cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.